Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No unexpected the critical block and inverse critical block did not add to zero alarms during testing however, the critical block and inverse critical block did not add to zero alarm is found in the formatted history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had unexpected restart alarm and post-reset ram crc alarm. Customer¿s blood glucose was unknown at the time of incident. Device will be returned for analysis.